Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message," wait in 60 minutes," when scanning the adc freestyle and a result of the customer being unable to monitor his blood glucose, on (B)(6) 2019, the customer experienced symptoms of hypoglycemia, sweating, and cold sweats. The customer was rushed to the emergency room where a blood glucose of 52mg/dkl was obtained on the hospital meter and the customer was treated with orange juice and 100ml of unspecified IV fluids for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated based on the DHR attachment. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported the error message," wait in 60 minutes," when scanning the adc freestyle and a result of the customer being unable to monitor his blood glucose, on (B)(6) 2019, the customer experienced symptoms of hypoglycemia, sweating, and cold sweats. The customer was rushed to the emergency room where a blood glucose of 52mg/dkl was obtained on the hospital meter and the customer was treated with orange juice and 100ml of unspecified IV fluids for hypoglycemia. There was no report of death or permanent injury associated with this event.